Event description:
The lens was explanted due to refractive error upon post-operative evaluation. The doctor is concerned that the diopter of the implanted iol maybe different from the power indicated on the package.